Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly, and the first battery he removed had battery acid on it. The patient's blood glucose at the time of incident was 270 mg/dl. Troubleshooting was initiated for the blank display. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts and spring did not have any damage, corrosion, or missing components. However, the battery compartment was corroded. The customer was advised to discontinue use of the insulin pump and revert to a medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received unable to prime unit during prime test due to faulty force sensor resistor. No traces of moisture were noted at electronic or motor assemblies per our visual inspection also, found with corroded battery tube. The insulin pump was monitored and no blank display anomalies were noted. The insulin pump powered up properly after battery installation. The operating currents are within specification and passed self-test, a21 error test, rewind, basic occlusion test and displacement test. The insulin pump had broken belt clip slot and minor scratches on lcd window.